Manufacturer narrative:
(B)(4). Investigation summary: no photos or samples were sent by the customer for evaluation; however, twenty retain samples were used for the investigation. The twenty samples were evaluated and no defect was observed. These samples did not present any leakage issues during testing; therefore, the incident could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the customer feedback of the issue, we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This damage could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the customer feedback of the issue, we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This damage could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Root cause description: possible damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Rationale: we can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection, no actions are required.

Event description:
It was reported that syringe s2 2 ml 23 ga 1-1/4 in bd (B)(4) leaked. The following information was provided by the initial reporter: "a leak was found during the dispensing".